Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device tip broke in a stent strut. The device was pulled out without the tip and the tip was identified under fluoroscopy inside the patient's anatomy underneath the stent struts. The tip will not be removed. Stents and balloons were used to complete the procedure with no adverse consequences to the patient.